Event description:
It was reported that during the initial implant procedure, the set screw of the device was noted to be stripped and became stuck to the wrench. The device was not implanted and was replaced to resolve the event. The patient was in stable condition.